Event description:
Pt spouse report pt is currently in the hospital due to pneumonia, admission date: (B)(6) 2026. Pt has been using the pump while in the hospital. Due to issue/problem with vyalev pump, patient had missed dose of medication today. Pending replacement pump. Unknown if available for return. No further information provided. Diagnosis for use: parkinson's disease with dyskinesia.